Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloon of the tube ruptured 4 weeks after placement. Per additional information received, the tube had to be replaced.

Manufacturer narrative:
PMA/510(k)number to k180622. Device manufacturer date to 14-dec-2022. Labeled for single use? To yes. A photo sample was received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the photo sample, the reported was confirmed; a ruptured balloon was confirmed. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. Corrected: brand name from: gstro feed tbe w/y prt 24fr to: covidien. Manufacturer name to from: cardinal health to: cardinal health, inc. Model number/catalog number from: 8884720247 to: 8884720205e. Unique identifier (UDI) # (B)(4).

Manufacturer narrative:
Updated section g3 / g4 date received by manufacturer from "10-jun-2023" to "10-jun-2024".